Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
According to the hospital: "during priming of the tubing set a leak from arterial filter quart was determined. As the whole tubings were already connected physician replaced the whole tubing set h 16105. No known consequences to the patient was reported." (B)(4).

Event description:
Ref.: #(B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). Investigation by laboratory was not performed as the product is not available for investigation. Maquet cardiopulmonary ag is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested with complaint (B)(4). Maquet cardiopulmonary gmbh received the product back for manufacturer investigation. During laboratory investigation a tightness test was performed. Thereby a leakage between housing and cover has been detected at the quart filter. Therefore the reported leakage could be confirmed. The failure is already known to the manufacturer and has been thoroughly investigated. The most possible root cause is the bad bonding between housing and the cover of the quart filter. Based on this no further action will be completed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.